Event description:
MFR received a report from a claim consultant that the consumer hit their head due to a fall allegedly caused by a "defective" walker. As a result of the incident, the consumer sustained head injury requiring sutures.